Event description:
It was reported that, "traumatic dislocation and conversion from a triathlon cr to a triathlon cs insert. Physician said, "no fault of the implant."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed and additional info will be reported in a supplement.